Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for meniscal fastening, the silicone retention tubing of two 27 degree fasteners came off of the inserter needle and fell into the patient's joint space. The tubing was easily retrieved from the body; the surgeon has already successfully used two 12 degree fasteners and concluded at this point that they were sufficient for the repair. The procedure was concluded successfully without further issue or harm to the patient. Nothing being returned from the user facility for evaluation, complaint devices discarded. Also see associated MDR 1221934-2012-00172.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.